Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the patient came from the cath lab with blood backed up in the inner lumen and pressure tubing. The customer was unable to pull blood back and capped the line. After a couple hours a fiber optic failure alarm was generated. The customer verified that the orange cord/sensor connector was plugged in properly. The emergency service specialist informed the customer to use an alternate direct source and explained how to connect the cable to the iab pump. The customer already tried switching out the pump, but the pump continued to alarm. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the patient came from the cath lab with blood backed up in the inner lumen and pressure tubing. The customer was unable to pull blood back and capped the line. After a couple hours a fiber optic failure alarm was generated. The customer verified that the orange cord/sensor connector was plugged in properly. The emergency service specialist informed the customer to use an alternate direct source and explained how to connect the cable to the iab pump. The customer already tried switching out the pump, but the pump continued to alarm. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were observed on the catheter tubing approximately 54.1cm and 76.5cm from the iab tip. The optical fiber was found to be broken within the catheter tubing near the kink approximately 55.9cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. Alarm, fiber optic sensor failure: the optical fiber was found to be broken, confirming the reported "alarm, fiber optic sensor failure". It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. Difficult/unable to aspirate: the evaluation confirmed the reported "difficult/unable to aspirate". Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).